Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer request technical support - faulty new charger. There was no patient involvement.